Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy wherever the equipment touches their skin. The patient also reported being on blood thinners. There was no alleged device malfunction contributing to the rash. There is no indication that the patient received medical intervention. The patient¿s physician prescribed a cortisone cream for the rash. Follow up indicated that the rash improved.